Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated the purewick urine collection system was not suctioning. The representative did troubleshoot and passed the water test. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The DHR review could not be completed because the provided lot number was invalid. The instructions for use were found adequate and state the following: intended users: the purewick urine collection system is intended to be operated by: user/patient caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Operating instructions 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheters instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheters instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, canister lid, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated the purewick urine collection system was not suctioning. The representative did troubleshoot and passed the water test. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be completed because the provided lot number was invalid. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick isn't suctioning. Rep did a ts and passed the water test. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.